Event description:
It was reported that after this device was implanted, it could not be programmed to bipolar in the atrium or ventricle. However, when it was interrogated again with the same programmer, bipolar programming was possible. The physician was concerned with the reliability and safety of the device/programmer which could lead to unnecessary re-intervention. The device remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. In response to the warning letter that the us FDA issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B)(4: bipolar programming inconsistencies. Since the device remains implanted, the programmer files were reviewed. Telemetry errors did occur during the lead measurement procedures. No specific reason for this transient phenomenon could be found in the files. However, a poor programming head position or an external source of emi could lead to these telemetry errors. The origin of the reported behaviors remains unk. The implant operated as specified and no further action is required. Discussion: telemetry errors occurred only during the second part of the first session, mainly during lead measurement procedures. No specific reason for this transient phenomenon could be found in the logfile, therefore, the origin of the reported behaviour remains unk. However, a poor programming head position or an external source of emi could lead to such telemetry errors. The implant operated as specified and no further action is required.